Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion at the scrotal incision. It was noticed that the incision site opened, and the pump had migrated to the incision site. The ipp was explanted and replaced. No further patient complications reported.